Event description:
Patient undergoing egd. Banding device came off the scope. Ligator noted to be missing when physician attempted to band varices. Device and several bands found in the back of the oral pharynx. Stat pulmonary consult was obtained, patient has intubated, and device and bands were able to be retrieved.